Event description:
It was reported that non-lipid bags were cloudy during programming/setup with an unspecified quantity of em2400 valve sets. Lipids were on ports 2, 4, and 5, and when the valve set was changed to a different lot, the customer was able to set up and run bags with no issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.